Event description:
The lens was removed and replaced without complication due to the patient's report of halos, a known and labeled possible side effect of multifocal lens implant.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. No manufacturing defects were found. Halos are a known and labeled possible side effect of a multifocal lens implant. The lens met all manufacturing specification prior to release. Based on our investigation the manufacturer has no reason to suspect this event was manufacturing related.